Event description:
Consumer claims to have had consumer's ears pierced with the inverness ear piercing system at a retail user on 8/13/97. On 8/24/97. She sought medical attention for an infection at the ear piercing site. She was given intravenous antibiotics.